Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The representative reported via e-mail call that the customer was experiencing high and low blood glucose. The representative reported that the customer was hospitalized to get treatment. The customer's blood glucose was unknown at the time of incident. The customer declined to for helpline assistance. The insulin pump will not be returned for analysis.